Event description:
It was reported that the ilet would not charge after the battery was depleted, and the user was advised to reposition the device on the charging pad, after which the charging pad displayed a green light and the ilet powered on and began charging. Symptoms included an inoperative device due to a depleted battery that prevented charging until repositioned. Outcomes included successful device charging and user education on expected charge time from a fully depleted state. Investigation included technical support guidance and functional verification through user-reported charging indicator and device power-on. Investigation of this case revealed that the issue resolved with proper device placement on the charging pad and that the device operated as intended once correctly aligned. It was concluded that no device malfunction was confirmed and that user guidance on charging technique addressed the concern.